Manufacturer narrative:
(B)(4) forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
It was reported that during a bph surgical procedure at 20,000 joules "fiber broke, aiming beam was pointing straight out" was noted. The fiber was exchanged and the procedure was completed by using second fiber at 300,851 joules. The fiber tips (caps) of both fibers were cleaned during the procedure. Patient outcome "ok" reported. No injury to the patient was reported.